Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The device was not returned, as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (advanced age [(B)(6)]) and annular diameter of 26.2 mm with calcification) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a balloon valvuloplasty (bav) was performed. After valve deployment of a 26 mm sapien 3 valve in the aortic position, (valve was well positioned), the patient presented a significant drop in blood pressure. A pericardial effusion was identified by echocardiography. A pericardial drainage was performed and a hematoma was seen in the aortic valve next to the mitral-aortic junction. The patient was admitted to intensive therapy with drainage of a small amount of blood. The patient remained stable and was medically treated. The patient was discharged home and doing well. As per medical opinion, the cause of the pericardial effusion was an annular rupture. The patient¿s annulus diameter measured 26.2mm by CT with mild annular and leaflet calcification. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was not held and there was no loss of capture.